Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps (mbf) instrument had a melted tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was analyzed and found to have localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found to have a melted tip. There was no report of patient reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.